Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 29th march 2010 and performed to specification up to the 23rd february 2014. On 2nd march 2014 the device failed the weekly auto self-test due to a low battery. The device continued to record multiple self-test fails up to the 12th march 2014. The device was still in fault mode on the 11th april 2014 when information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 18th july 2015 and the 11th december 2015. The last log entry on the 13th december 2015 records a successful auto self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.